Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose and diabetic ketoacidosis with blood glucose of 25 mmol/l. The customer¿s blood glucose level was 8.2 mmol/l. Customer¿s other blood glucose values were 16 mmol/l, and 12 mmol/l. The customer was treated with manual injection. The product will not be returned for analysis.